Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheter, hemodialysis.

Event description:
Picu registered nurse at bedside changing vas-cath dressing and assessing catheter ports. Picu registered nurse attempted to access the red port and was able to pull off air. He then noticed a crack in the tubing at the clamp site. The registered nurse felt as though this was a manufacturing defect. Nicu clinical leader (cl) notified and once line was removed by pediatric surgery, cl sent it to the operation room to check the package with the same catheter lot numbers. Catheter replaced introperatively.

Event description:
Picu rn at bedside changing vas-cath dressing and assessing catheter ports. Picu rn attempted to access the red port and was able to pull off air. He then noticed a crack in the tubing at the clamp site. The rn felt as though this was a manufacturing defect. Nicu clinical leader (cl) notified and once line was removed by pediatric surgery, cl sent it to the operating room to check the package with the same catheter lot numbers. Catheter replaced intraoperatively.